Event description:
The customer reported that when using a telescope, ultra¿, 4 mm, 30°, with trocar tube connector, a black shadow was seen at the tip. The event occurred during preparation for use. The therapeutic procedure was completed with a similar device. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, the lens was damaged. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (black shadow on tip) was confirmed. In addition, there was an image failure due to the lens damage. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to user error, improper handling as well as application of excessive force. Olympus will continue to monitor field performance for this device.